Event description:
The reporter called and alleged discrepant results when compared to the lab for two patients. The reported device result was 3.3 inr on patient 1 and 5.2 inr on patient 2. The corresponding lab results reported were 2.2 and 3.1 inr. No information was provided on patient 2. Patient's water pill was increased. This 3500a is completed with information on patient 1. The device was replaced and requested to be returned for evaluation.